Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1700376 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips break as soon as they are inserted on the applier. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned three cartridges 544230 hemolok ml clips 6/cart 84/box for investigation. Two of the cartridges were representative samples. The returned clip cartridges were visually examined with and without magnification. Visual examination of the returned cartridges revealed that the actual sample was returned with 2 clips intact in the cartridge and 3 clip halves still in the cartridge that were all broken in half at the hinge. The observed damage is consistent with improper loading of the clips or using a damaged applier. The two representative samples appear typical. The appliers were not returned. Reference file pic_anp1900059152 for investigation photos. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. The actual sample was tested first. Both clips that were still intact in the cartridge were able to properly load into the jaws of the applier. The first clip was able to be successfully applied to true-max tubing. The second clip didn't latch onto the tubing on the first attempt, but was able to latch on the second attempt. The two representative samples were also tested. All 6 clips from each cartridge were able to properly load into the jaws of the applier other remarks: and successfully attach to true-max tubing. None of the tested clips broke during functional testing. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clips indicates that operational context caused or contributed to this event. The reported complaint of "clips broken" was confirmed based upon the sample received. Two representative samples were returned along with the actual sample. The actual sample was returned with two intact clips and 3 clip halves still in the cartridge. The clip halves were all broken in half at the hinge. Upon functional inspection, the two intact clips and all of the clips in the representative samples were able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing. The observed damage to the broken clips is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clips break as soon as they are inserted on the applier. There was no reported patient injury.